Manufacturer narrative:
A ge service representative performed an onsite investigation. The fuses were replaced. The calibration files were received and loaded. The image intensifier needs to be replaced. No further service information is available.

Event description:
The customer reported that the preview and orientation were misaligned. This happened prior to a case. Also, the images were difficult to view when the leaves were collimated into view due to the x-rays penetrating. No patient injury was reported.